Manufacturer narrative:
Additional narrative: correction: manufacturing facility: (B)(4); depuy-(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the pfc*sigma c/r npor fem lt sz5 (product code 960005, lot number 164924). Patient medical records were received and reviewed by a depuy medical professional. With the information provided, it cannot be determined that the product contributed to the reported event of femoral component breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient reported being revised due to a device breakage. At this time, it is not known which device broke. Update rec¿d 12/12/2014 - medical records were received. The medical records were reviewed for MDR reportability. According to the records, the patient's femoral component was fractured and was loose. The complaint is being updated to reflect the femoral component. The complaint was updated on: 01/07/2015. Update rec¿d 12/12/2014 - the patient's medical records were re-reviewed. The patient's preoperative radiographs revealed osteolysis both on the femur and tibia. Also noted at revision the patella had gross wear. The patella and insert are being reported at this time. The complaint was updated on: 02/20/2015.